Event description:
It was reported that during an anterior cruciate ligament surgery the 4.75 swivilock that was inserted into the tibia after drilling and taping with the 4.75 taper failed to enter the bone and the anchor broke. Tapping was performed again, and a new anchor was inserted in its place. The patient was not harmed, and the failed anchor came out of the patient entirely. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.